Event description:
Consumer states that he was driving his chair his living room and the right quit and almost threw him out of the chair.

Event description:
Consumer states that he was driving his chair his living room and the right quit and almost threw him out of the chair.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
(B)(4). The device was evaluated by the returns department which found that both motors ran during the bench test, wiggled wires and brake cam with no failure. One motor failed sciemetrics which indicates vibration in the one motor. Both gearboxes operated properly during bench test. Good coupler. Gearboxes passed sciemetrics. The alleged issue description could not be duplicated.